Event description:
The customer reported to olympus, the colonovideoscope had no air or water flow. The issue was found during an unspecified diagnostic procedure. The device was returned for evaluation. During the device evaluation, a clogged nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the production label needs to be replaced. The insertion tube insulation read 4 megaohm. The angulation up, down, and right was below standard. The control knobs play, and the distal end plastic cover had dents and scratches. The objective lens had a minor chip on the edge and peeling on cement. The light guide lens had a crack. The bending section cover glue had a crack, and the light guide lens tube had a minor buckle and surface scratch, no crack blue ring. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.